Manufacturer narrative:
Technical support sent a right siderail function switch assembly to the account. Repairs have not been completed.

Event description:
The account alleged the head section is rising unintentionally. He could not find any problem with the switches or cables for the right head siderail.